Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that hazy foreign matter was found in the bd plastipak¿ luer-lok¿ syringe before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "I would like to inform you that we have again received a complaint concerning syringes with a 'haze' (matt and blotchy), which again concerns article v62.300223, but now the batch is 1909352."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-09-25. H6: investigation summary : one used sample and fourteen unused samples were provided to our quality team for investigation. The product was visually inspected, markings were observed on eight of the samples while seven of the barrel were observed to be almost a white coloring. A device history review was performed for lot 1909352 no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Pieces are moved throughout the manufacturing equipment using blowing transport tubes and conveyor belts. The areas where pieces move within the machines are protected to avoid damage on the product. While we could not identify a direct issue, the markings likely generated due to the friction of the pieces moving within the transport system. In regards to the barrels that have the white appearance, this can occur during the molding process due to an excess of condensation in the mold inserts and is considered a cosmetic defect. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see h.10.

Event description:
It was reported that hazy foreign matter was found in the bd plastipak¿ luer-lok¿ syringe before use. The following information was provided by the initial reporter, translated from dutch to english: "I would like to inform you that we have again received a complaint concerning syringes with a 'haze' (matt and blotchy), which again concerns article v62.300223, but now the batch is 1909352."